Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint was observed on the returned photos. Provided photos show an implanted iol. Polychromatic sheen can be observed on the iol. The root cause is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. This observation has been reported clinically and confirmed in laboratory settings to disappear over time following implantation and is often no longer visible by one day following surgery. However, in some cases, this observation may be apparent for longer before disappearing. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process and is not associated with any foreign material or contamination. This is only visible under certain orientations and illumination settings and begins to resolve over time once the iol is delivered. The cause of the appearance is a result of a change in the positioning of the iol that was implemented in the manufacturing process and has since been addressed in production. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed that there are no adverse events or clinical impact on vision associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the surgeon had noticed sub surface nano glistenings (ssngs). In the surgeon¿s opinion, the product did cause or contribute to the event. The patient had no harm and visually asymptomatic. There are two medical device reports associated with this patient. This report is associated with the left eye.